Manufacturer narrative:
Retainer ring=black. Customer complained on 09/22/0221 pump alarmed critical pump error 35. Device alarmed critical pump error after battery installation. Pump error 35 was noted in the pump history download on 09/21/2021 22:05:39.000 due to moisture damage to force sensor. Device successfully downloaded to thumps. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and pump error 35 in the pump history download on 09/21/2021 22:05:39.000 due to moisture damage to force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
(B)(4). Complaint status: in process mdt initial contact: (B)(4) taken by: (B)(4) *call taken by (B)(4)- mother called stating she was told the replacement pump would be delivered today within 6 hours and she has not received it. Mother is upset that the pump has not been delivered within the time frame advised to her by mdt rep. That called her earlier. Advised customer I cannot track the pump replacement and advised she call local office during business hours. ** 22.09.2021 called customer to arrange delivery of rp pump, sending rp pump to address provided today _(B)(4) initial notes: cust mother sts cust received a critical pump error 35 on the pump. Inquired what led up to the complaint. Customer response: cust mother sts today cust was sleeping and the pump started alarming with a critical pump error. Critical pump error/open book image t/s per (B)(4). Details of what led up to event: cust was sleeping prior to the incident. Explained the pump performs safety checks and an error was found. Alarm customer is reporting: other critical pump error adv the pump will need to be replaced. Adv to discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. Adv to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. Customer's outcome pertaining to the complaint: cust pump needs to be replaced. Notified cust mother we will submit a form for the local office to see if they can send a pump, depending on the warranty. Notified cust mother to wait for the return instructions from the local office, if the pump return is needed. Additional notes: cust is using a 780 pump (ngp). Ship: 1 pump / return: 1 pump country: (B)(6). Input date: (B)(6) 2021 warranty start: 12/21/2020 warranty end: 12/20/2024 batch - ng2604556h.